Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional information has been provided. The system was manufactured on may 27, 2015. Based on qa assessment, the product met specifications at the time of release. With no additional, related information provided, the customer reported event was not able to be confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Several surgeons reported that the system did not aspire enough. The irrigation tip was well connected. Settings were raised to maximum level. The same issue was evident even in the vitrectomy mode. Patient impact is not indicated. This is the first of three reports being filed. Additional information has been requested but not received.

Manufacturer narrative:
Additional information has been provided. The system was manufactured on may 27, 2015. Based on qa assessment, the product met specifications at the time of release. With no additional, related information provided, the customer reported event was not able to be confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
A completed questionnaire was received from the facility. The procedure was a vitreo-retinal procedure on a male patient's right eye. The reported event occurred during an anterior vitrectomy. No products were exchanged. Max/flow and vacuum limit were increased. The case was completed. Patient impact is not known.